Event description:
A user facility reported that a patient experienced eye pain and blurred vision approximately thirty minutes after leaving the facility, where she had undergone treatment with the opus system. According to the report, the patient subsequently visited an emergency department and was treated with eye drops, which resolved her symptoms within 48 hours. No diagnostic information was provided by the attending ophthalmologist; therefore, a direct causal relationship between the reported symptoms and the opus system could not be established. Nonetheless, this report is being submitted in good faith.